Event description:
Device was removed from packaging in sterile manner and connected to handpiece. Device was plugged into the harmonic box when an error read that there were "no more lives" on the device. Device never reached the patient.